Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 08/08/2019. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens has a cut (iol torn) that could be associated to the removal. The lens haptics are stuck to the optic. Since the issue is not provided by the customer, it could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Implant date: not applicable as the lens was not implanted. Explant date: not applicable as the lens was not implanted and therefore not explanted. Email address unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zcb00 intraocular lens (iol) was partially inserted into the patients operative eye. The lens was removed and replaced during the same procedure. A vitrectomy was performed and an anterior chamber lens was placed. The outcome does not significantly interfere with activities of daily life and the patient has recovered. No additional information was provided.